Manufacturer narrative:
Adverse event or product problem; corrected data: this information was incorrectly reported on the initial MFR. Report. Outcomes attributed to adverse event; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported by the physician that the reported difficulty speaking was not related to vns or seizures and appeared more psychogenic (anxiety induced). It was verified by the physician that medications were increased to help control seizures. It was reported on the returned implant card that the replacement surgery took place on (B)(6) 2015 and the re-implant occurred prophylactically, near end of service/end of service = no.

Event description:
It was reported the generator was discarded at the hospital after explant and is not expected to be received by the manufacturer for product analysis.

Event description:
It was reported by the physician that the patient experienced an increase in seizures. It is unknown if this increase is below, at, or above pre-vns levels. It was noted after this "seizure flurry" the patient developed dysarthria and says "da" for "ya". It was noted the patient is difficult to understand.